Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported that their implant has not been helping with their pain. Pt made an appointment with their healthcare provider (hcp) to have the device removed. Pt noted they were on the operating table to have the device removed when hcp was informed that if the device was removed they would not be able to have MRI's done. Pt cancelled the surgery due to this and wanted to request information concerning the removal of the device and MRI's. Agent emailed pt to call patient services (pss). Pt called in regarding information as documented in this case. Pt said that they were trying to get some information on device removal and what that would be like for being MRI compatible/eligible. Pt said that they were getting ready to have the ins removed and hcp said that if the device was removed then they wouldn't be able to have mris. Agent reviewed MRI compatibility information with the pt. Pt said that they had called a few minutes ago and they were directed to the mdt website for MRI information, but the website told them that the model number they were putting in wasn't valid. Agent reviewed model number with the pt. Pt navigated to the website during the call and pt was able to put the model number in and get the appropriate information. Agent offered to still e-mail the pt the information as well/pt accepted.